Event description:
Info received indicates the brake will set but does not hold at one end of the stretcher.

Manufacturer narrative:
The tech isolated the issue to a disconnected brake linkage. He reattached the brake linkage to repair the bed.